Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the instrument tip of the maryland bipolar instrument, which was installed on the universal surgical manipulator (usm) 3, moved to the left after they took control. The tse reviewed the logs and did not find any errors with the system. The customer installed a new instrument onto the usm, but the issue persisted. The tse advised the customer to check if the right master tol manipulator (mtm) was sliding to the left after taking control or if only the instrument tip was moving. However, the customer was unable to provide further details as the surgery was ongoing. The procedure was completing as planned. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue was resolved and the procedure was completed robotically with original configuration.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, the reported event was confirmed. The fse attended a surgery and found the problem was replicated. The fse performed the gravity calibration and passed. The fse also checked system with engineering instruments and found the problem was resolved. On (B)(6) 2026 the customer had posted another case and completed the case without any issues. The system was tested and verified as ready for use.